Event description:
It was reported that during a ptca treatment procedure the adante balloon ruptured at 14 atm's on the third inflation. (The initial inflation was to 10 atm's and the second inflation was to 12 atm's.) The patient was asymptomatic during this event. The lesion being treated was a calcified and 90% stenotic lesion in the proximal-mid lad coronary artery, the adante balloon catheter was removed and replaced with a quantum maverick balloon catheter to successfully complete the procedure. Patient status is reported as 'good'.